Event description:
During implantation of cup on (B)(6) 2012, the surgeon inadvertently put the pinnacle tri-spike cup through the medial wall of the patients acetabulum. Then, a 52mm multi-hole gription cup was placed with four screws. The patient did well for a few weeks before the cup migrated into the medial wall defect, requiring revision on (B)(6) 2012. (Right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Corrected: explant date. The devices associated with this report were not returned. A complaint database search finds no other related reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.